Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed the inspection due to a defective low pressure regulator and pegged low pressure regulator gauge. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that after one successful ablation/inflation, system notice message 22405 (the balloon is not sufficiently inflated) occurred when re-inflating the balloon. The user facility switched to their other console to continue the cryoablation procedure. No patient complications were reported. Reportable based on investigation completed (B)(6) 2014.